Event description:
It is reported that the patient's knee was revised due to arthrofibrosis. Only the articular surface was exchanged in this procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 3007963827-2014-00025.